Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. During vessel harvesting procedure it was noted that the "white part of the hemopro jaws were loose from metal part". It was stated that it was a very difficult harvest due to increase thick tissue, calcification and size of the thigh. Nothing was retained in the patient. The case was completed with a new vh-3500 kit. No patient injury was noted.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/02/2023. Photographs provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire and gray silicone insulation of the hot jaw were observed to be intact with no visual defects. The silicone on the tip of the cold jaw was observed to be peeled, but remained attached. An investigation was conducted on 11/02/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. A microscopic inspection was conducted. The heater wire and gray silicone insulation of the hot jaw were observed to be intact with no visual defects. The silicone on the tip of the cold jaw was observed to be peeled, but remained attached. Based on the photographic evaluation, returned condition of the device, and investigation results, the reported failure "peeled; jaw" was confirmed. The lot # 30000288576 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.